Event description:
It was reported that (1) device was used during a colon resection. It was reported by the affiliate that during the procedure, after resection of the malignant specimen from the colon, the surgeon attempted to perform a side to side anastomosis with the tlc75, which came out of the original package. The linear cutter misfired. The firing button did not go all the way through, so that no correct cutting and stapling could have been performed. A stapling and cutting line of approximately 3cm has been performed. The surgeon had to complete the case with sutures with an extended or time of 15 minutes.